Manufacturer narrative:
E1: (B)(6). H4: the lot was manufactured between october 25, 2023 - october 27, 2023. H11: the device was received for evaluation. Visual inspection on the sample was performed and it was noted that there was fluid inside a bag that contained the sample which suggested a leak. A luer connector was attached to the distal luer of the folfusor sample. The luer connector is not a baxter product. A functional leak test was performed, and a leak was observed at the luer connector (non-baxter product). No evidence of leak was observed from components of the folfusor sample. Based on the analysis results, the cause of leak was from an attached non-baxter product (luer connector). The luer connector may be defective. The folfusor sample (baxter product) was found to be a conforming product. The reported condition was verified. The cause of the reported condition could not be determined as the leak was coming from the non-baxter luer connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The leak was discovered prior to connecting a patient as the leak was detected before the device was removed from the clear bag. There was no patient involvement. No additional information is available.